Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: a review of the black box showed multiple consecutive unexplained power on reset events. The battery compartment and cap were undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. The pump powered up to a display screen. The reported ¿power¿ complaint was unable to be adequately investigated. The pump cover was removed and further moisture corrosion was found to the power printed circuit board and to the display screen and to the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was moisture behind the display with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.